Event description:
A (B)(6) male pt called zoll customer support to report that the wire between the back therapy electrodes was broken on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reportable problem (damaged cable) was confirmed. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable and the grommet on the dn to edg "c&d" cable were pulled from the strain relief. The root cause could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cables. The pt received a replacement electrode belt.